Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The difficulty positioning and removing of the device could not be replicated in a testing environment due to the device conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. An attempt was made to advance a 3.0 x 12 mm trek balloon dilatation catheter (bdc); however, it met resistance with a guiding catheter and became stuck inside it. The balloon was never inflated and when the bdc was pulled back, the proximal shaft broke. This occurred outside the anatomy and the device was simply withdrawn. An unspecified 3.0 x 12 mm bdc was then used and an unspecified stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.